Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
On 25 oct 2007, the distributor reported that a distractor was stuck and when the t-handle was pulled the two balls (bearings) came off. There was no report of pt contact.